Manufacturer narrative:
D6b: explanted date: unknown if device was explanted. E3: occupation: neuro interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a failure with the involved angio-seal device hours or days post-deployment. The patient reported a "pop" and was sent to surgery. The patient developed a pseudo aneurysm, and the estimated blood loss was less than 250cc. Additional information was received on 09may2024. The event occurred in the neurointerventional radiology (nir) department. The issue occurred hours later when the patient felt a pop. They developed a pseudo aneurysm and was sent to vascular surgery. They applied 15 minutes of manual pressure and a pressure dressing immediately after deploying the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update d4 UDI number and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).